Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient¿s attorney that on or about (B)(6) 2012, patient underwent a laparoscopic abdominal exploration with inspection of bypass and mesenteric defects, ventral hernia repair with mesh adhesiolysis. It is alleged by the patient¿s attorney that the patient received a bard ventralex hernia patch , during the repair. It is alleged by the patient¿s attorney that on or about (B)(6) 2018, the patient underwent laparoscopic umbilical hernia repair and bilateral transversus abdominis plane blocks. As alleged, the patient has suffered permanent injuries and significant pain and suffering, emotional distress, lost wages and earning capacity, and diminished quality of life. As alleged, patient continues to suffer complications, permanent disfigurement and chronic pain. The attorney alleges the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment, loss of enjoyment of life, loss of care, comfort, and economic damages.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event.the patient's attorney alleges injuries and revision surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Correction/addendum: addendum to the initial emdr to correct the product code 0010303, initially reported as unknown. UDI, expiry and manufacture dates have been updated. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information received, there is no way to determine whether the bard/davol ventralex mesh may have caused or contributed to the problems experienced by the patient. Not returned.

Event description:
It is alleged by the patient¿s attorney that on or about (B)(6) 2012, patient underwent a laparoscopic abdominal exploration with inspection of bypass and mesenteric defects, ventral hernia repair with mesh adhesiolysis. It is alleged by the patient¿s attorney that the patient received a bard ventralex hernia patch , during the repair. It is alleged by the patient¿s attorney that on or about (B)(6) 2018, the patient underwent laparoscopic umbilical hernia repair and bilateral transversus abdominis plane blocks. As alleged, the patient has suffered permanent injuries and significant pain and suffering, emotional distress, lost wages and earning capacity, and diminished quality of life. As alleged, patient continues to suffer complications, permanent disfigurement and chronic pain. The attorney alleges the patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment, loss of enjoyment of life, loss of care, comfort, and economic damages.